Manufacturer narrative:
The failure investigation has been completed and the customer complaint was verified. In addition, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges. It was indicated that the alarm occurred during basal delivery; however, this information was unconfirmed. Customer's blood glucose level was not impacted. It was confirmed that the customer had a backup method of insulin delivery available.